Event description:
On the event date, the pt complained of blurry vision and nausea. Their one touch basic meter result was "in the 80's." Because of their symptoms, the pt was transported to the ER where a lab result was "800." The pt was admitted with a diagnosis of hyperglycemia. The pt was released in 12/2000. The meter is not cleaned according to MFR's recommendations. Alcohol is used on the meter optics, a practice which is warned against in the product's instructions for use.